Event description:
Information received from the (B)(6) registry, subject: (B)(6). Treatment of a giant unruptured saccular sidewall aneurysm measuring 29mm x 11m located in the cavernous segment of the left ica (internal carotid artery). The patient was given aspirin and clopidogrel prior to the procedure and heparin was administered intra-operatively. The patient presented with a headache, oculomotor nerve palsy with symptoms of ptosis, eye pain, inability to move her left eye up or down, and facial droop. On (B)(6) 2012, the patient underwent pipeline (5mm x 30mm) embolization treatment. During the procedure, balloon angioplasty (an option presented in the instructions for use, u.s.) Was performed on the pipeline to improve wall apposition. The scale of roy and raymond noted a residual aneurysm. Post procedural imaging showed the aneurysm was successfully treated with the pipeline. On (B)(6) 2012 the patient experienced a severe, serious adverse event of headache. This adverse event was reported as disease related and is noted as ongoing. On the same day, the patient also experienced two moderate, serious adverse events of nausea and vomiting. These serious adverse events were reported as procedure related. All of the adverse events required medication and hospitalization. The serious adverse event of vomiting resolved on (B)(6) 2012. The serious adverse event of nausea resolved on (B)(6) 2012. The headaches were reported to be ongoing. The patient was discharged on (B)(6) 2012.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).

Manufacturer narrative:
Additional information was received on (B)(6) 2014 stating that the patient experienced a mild, non-serious adverse event of partial cranial nerve vi deficit on (B)(6) 2014. A visit on the same day noted continued ophthalmoparesis with partial third and partial sixth nerve deficits (new). The relationship of the adverse event was reported to be unknown and also noted to be ongoing. Also, the original discharge from the hospital date was changed from (B)(6) 2012.(B)(4).